Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds, loss of capture without asystole and was found dislodged. A surgical revision was performed wherein the physician extracted and implanted an alternate on the opposite side of the chest due to patient's abnormal anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position and visible dried blood around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of high pacing thresholds, loss of capture or dislodgement. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the lead tip and helix were intact and appeared undamaged and resistance testing determined the lead was electrically continuous.